Event description:
The customer reported an issue where the pump declared an altitude alarm and a cartridge change error was not showing in the pump history. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed cleaning the speaker holes and reloading a new cartridge, but the alarm recurred. The customer was advised to wait two hours to see if moisture would evaporate, and technical support planned a follow-up. Three cartridges had been filled and loaded; the customer did not want to attempt a fourth. Technical support decided to replace the cartridges, and a follow-up was conducted.